Manufacturer narrative:
Investigation: visually, no deviation can be found on the lid. A lifting of an edge can not be recognized. Batch history review: a review of the device quality and manufacturing history records was not possible because the lot number is unknown. Conclusion and root cause: based on the information available, as well as a result of our investigation, the root cause of the failure is most probably related to an insufficient usage. Rationale: if the lid is placed on a bottom in accordance with its intended use, small movements can be triggered by pressing the lid. This movement is cause by the flexible seal in the lid and is functionally necessary to guarantee the tightness of the container system. However, the prerequisite for this is a proper bottom. If the bottom, especially the rim of the bottom, is damaged, a proper function can no longer be guaranteed. Check all components of the sterile container visually for damage and correct function before every use. No CAPA is necessary.

Manufacturer narrative:
(B)(4) (importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Date of event: unknown. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional to the company sales representative "the one side of the primeline lid is lifting." Patient involvement and surgery involvement not reported at time of entry. Additional information has been requested however, not yet received. If additional information is received a follow up report will be submitted.